Event description:
It was reported that when the device was used during a video assisted lung biopsy procedure, the device would not close, so surgeon removed it. The case was completed with same like device. There was five minutes delay reported. There was no consequence to patient.